Manufacturer narrative:
Upon follow up it was reported the dianeal therapy was discontinued and the pd catheter was removed. The patient was treated with actamast (1.125mg daily, route and duration not reported) for the peritonitis event. On an unknown date the patient was discharged from the hospital. The patient was recovered from the peritonitis event (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient remained hospitalized, the patient was recovering from the peritonitis, and dianeal therapy was ongoing. No additional information is available.